Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a clinic follow-up, high pacing impedance and episodes of noise resulting in oversensing and inappropriate high-voltage (hv) therapy were observed on the right ventricular (rv) lead. The patient was hospitalized as a result. Provocative testing was performed and noise was able to be reproduced. The device was deactivated to resolve the event. The patient was stable and will continue to be monitored.